Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and a loss of consciousness. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on 08/25/22 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.